Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01416. It was reported the patient experienced an infection at the lead site. The patient was hospitalized at one point for this infection. As a result, the patient will undergo six weeks of intravenous antibiotic treatment at home.

Event description:
Additional information indicates the infection has since been resolved.